Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The battery cap was not returned. A test battery cap fit for testing. The pump was unable to power up and was completely unresponsive due to moisture corrosion in the battery canister. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board or to the continuous glucose monitoring module. The power complaint was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had intermittent power. During troubleshooting the pump was noted to have a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.